Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted. A review of the manufacturing paperwork could not be conducted. Implanted in the patient (pxt261416 and pxc141000).

Event description:
As reported, in 2007, this patient was implanted with gore excluder aaa endoprostheses for the treatment of an infrarenal abdominal aortic aneurysm. An 18fr gore introducer sheath was used in implanting the excluder. Upon removing the sheath, damage to the intima of the right femoral artery was observed. The damage was repaired using a patch. The patient is reported to be in stable condition.